Event description:
The customer called requesting assistance with programming the insulin pump. The blood glucose reading was 72mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. Instructed the caller to run a manual prime test and the insulin did exit. The time and date were incorrect. Assisted the customer with correcting them. The basal rates and bolus wizard settings were correct. Performed the high pressure test and the test failed twice. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.